Event description:
It was reported that a patient presented for a lead extraction. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. The physician explanted and replaced the rv lead. The patient condition was stable before, during, and after.